Event description:
Baxter reported that a transfer set has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. There is not availability of the date when the transfer set was placed. No patient injury or medical intervention was associated with this incident per baxter.